Event description:
During a customer pre-sale evaluation period, the dr treated an employee with a demonstration vpyag laser. The dr treated telangiectasia on the inside thigh of the employe with a 3mm delivery system at 240-280 j/cm2 and a pulse width of 60ms. One or two of the delivered laser pulses resulted in blistering and an ulcerated scar approx 8mm in diameter. Other laser pulses had no adverse effect.